Event description:
Dr. (B)(6) performed an ablation procedure using the clarivein catheter on (B)(6) 2013. The procedure was successfully completed without complications. Two days later on (B)(6) 2013 a routine follow up ultrasound was performed on the patient and flow was confirmed in the common femoral vein. Two weeks later on (B)(6) 2013, the patient called complaining of pain so she was asked to come to the office. An ultrasound was performed and a dvt was found in the common femoral vein at the sapheno femoral junction.

Manufacturer narrative:
Vascular insights has taken all necessary actions to determine if this event was related to the device performance and has determined that there is no device failure. The procedure was performed successfully without complications. All information obtained regarding this complaint has be filed in (B)(4). Complaint closed.